Manufacturer narrative:
A returned product evaluation was completed and confirmed the hub and sheath separation. The shaft was retrieved by a pair of tweezers, which was confirmed by the tweezer-indentation marks in the proximal end of the shaft. A manufacturing record review was completed and zero nonconformances were found. A returned product evaluation was also completed and confirmed the sheath and hub separation. The returned product evaluation confirmed the failure. An internal corrective action was initiated.

Event description:
When performing a endo venous laser ablation on the left leg, the sheath of the micro introducer snapped off from the hub during the procedure. It was retrieved with a pair of tweezers and the procedure was completed without incident. The procedure outcome was reported as completed with another device of the same model.